Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Rep reported a left hip revision surgery for a loose accolade stem. The stem and femoral head were removed.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: "there is only a primary arthroplasty report of 2006 documenting a straightforward implantation procedure without issues or complications. No information about symptoms or findings in 2016 and no x-rays. As such, there is no information at all about the problems in 2016 other than the fact of stem loosening. Such a problem cannot be solved with the current information. X-rays, early postop and post event are the minimum required to detail this case any further." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded: "such a problem cannot be solved with the current information. X-rays, early postop and post event are the minimum required to detail this case any further." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Rep reported a left hip revision surgery for a loose accolade stem. The stem and femoral head were removed. The event was a revision of primary.